Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. A device check was performed and noted no anomalies.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.